Event description:
It was reported the pt occasionally feels a burning sensation at the ipg site when stimulation was on. He stated the sensation begins suddenly and feels as if he is being stung by a needle. It was reported impedance readings showed no anomalies and the pt has effective stimulation. The pt also reported his system has randomly turned on by itself several times. He allegedly uses his magnet to turn the system back off. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.